Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is receiving therapy but will likely require surgical intervention to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported observation of ¿ipg near end of life¿ was confirmed. It was noted the device had entered the service application state in february 2022 and was recovered june 2022. The root cause of the service application was not ascertained. The device functioned normally after the recovery until the end of life on 6/2/2023 or 1 year later. Due to the device operating in a service application state for approximately 4 months results in the devices battery depleting sooner than expected. An accurate longevity estimated could not be performed due to the service application noted in the ipg diagnostic logs. Based on the ipg logs the device was fully functional after recovery in the field. The logs returned from the field dated 12/15/2022 show the device had entered service application on 2/16/2022. No information was provided from the field concerning the device entering service application.